Manufacturer narrative:
Animal concerned: dog. Type of surgery: ovariohysterectomy. Patient information: not applicable, veterinary case. Samples received: 2 unopened pouches to analyze the three cases (400454476, 400454480 and 400454491). Analysis and results: there are no previous complaints of this code-batch. We have received three different cases regarding the same issue from the same customer. There are no units in our stock. We have received two closed samples to analyze the three cases. Tightness test to the samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Terilization process was also normal and the results of the sterilization control are correct. Sterilization method using ethylene oxide has been validated for this product. Furthermore, monosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Nevertheless, there are risks (side effects) associated to the use of monosyn suture, which are mentioned in the instructions for use (IFU) of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally." Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with the specifications. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with the monosyn violet. After use, it was noted that there was edema in the area of the suture; but the suture line had not opened up. This occurred on a canine in the abdominal wall area. Pictures were received which confirmed the edema. Type of surgery: ovariohysterectomy. Additional information was not provided.